Event description:
This report summarizes <noe> 1 </noe> malfunction events. A review of the events indicated that one (1) pooled test that included six (6) donor samples produced an rh mistype with a result of d+ versus a d- known phenotype using the anti-d series 4 reagent on an automated blood bank system. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.